Event description:
It was reported that a device alarmed for a system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed the system error 105 through the history log, however, the error could not be reproduced. The device meets spec for the reported symptom of system error 105. Historically, system error 105 is eliminated with motor replacement. Therefore, the motor will be replaced.